Manufacturer narrative:
(B)(4). Product evaluation: the results of the investigation are inconclusive since the device was not returned for analysis. The device history record for the above-referenced product was unable to be reviewed since the batch number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal vip device instructions for use (IFU) states that if the angio-seal vip device does not anchor in the artery due to improper orientation of the anchor or patient vascular anatomy, the entire absorbable components and delivery system should be withdrawn from the patient. Hemostasis can be achieved by applying manual pressure. The angio-seal vip device IFU also states that the user should not proceed with deployment until certain that the anchor has been properly deployed. If the anchor is improperly deployed, the angio-seal vip device will not function.

Event description:
The suture would not unspool when the 6f angio-seal vip was deployed. The sheath was cut and the collagen was manually tamped down. An ultrasound was performed to locate the anchor. Results revealed that the anchor was appropriately placed. Hemostasis was achieved with this device. The patient was on overnight observation with no complications.